Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that when pulling the catheters in and out, a small amount of blood runs out of the vizigo¿ through the hemostatic valve. The procedure could be finished with the same vizigo¿. There were no patient consequences. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was used on the patient. Air did not enter the patient¿s body. No treatment required. The approximate volume of blood that was lost was 20 ml. The hemostatic valve leak issue is MDR reportable.

Manufacturer narrative:
Initial reporter address line 1(cont.): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 02-may-2023. The device evaluation was completed on 05-may-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that when pulling the catheters in and out, a small amount of blood runs out of the vizigo¿ through the hemostatic valve. The procedure could be finished with the same vizigo¿. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Device history record (DHR) was performed for the finished device 50000212 number, and no internal action related to the complaint was found during the review. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 06-jun-2023, the biosense webster inc. (Bwi) product analysis lab updated the product investigation and added the following: ¿analysis was performed, and it was concluded that this failure could be related to the incorrect insertion of the dilator into the sheath causing the damage to the valve.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).